Manufacturer narrative:
H4: the device was manufactured between 03/19/2025 to 03/20/2025. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set leaked. During a heparin infusion the solution set leaked due to a tear in the tubing. There was no evidence of the tubing being pinched or caught on the bed railing. The patient¿s activated partial thromboplastin time (aptt) had been at 38 seconds (s) then after an unspecified amount of time dropped to 33s. Furthermore, it was reported the patient¿s aptt ¿had been dropping since the previous day.¿ in most laboratories, the normal range is approximately 25 to 35 seconds. In this case, it appears that the aptt level for the patient involved was close to the normal range, whereas it should have been elevated due to the patient receiving IV heparin. The reporter also mentioned that the patient¿s aptt levels had been dropping since the previous day, which indicates that the leak in the tubing could have only contributed to the lower-than-expected aptt levels for the patient. No further information was available at the time of this report.